Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose between 700 mg/dl and 800 mg/dl. Customer reported to have been in and out of the hospital. Last hospitalization was on (B)(6) 2016 with blood glucose of 417 mg/dl. Customer was in and out of consciousness and was not able to walk. Healthcare professional was not sure if customer was having epileptic seizures. Customer did not want to troubleshoot insulin pump, stating that when in the hospital without insulin pump, blood glucose was between 300 mg/dl and 500 mg/dl.